Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75-90% stenosed target lesion area was located in a moderately tortuous and mildly calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon successfully crossed the lesion. However, the balloon ruptured at 6 atmospheres upon the first inflation. The procedure was completed with another of the same device. There were no patient complications reported.